Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Aanalysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited consistent noise. An insulation defect was noted and noise was reproducible with pocket manipulation. Low p waves were also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.